Event description:
Customer reported he was hospitalized with diabetic ketoacidosis in (B)(6) 2014. He has some complications from this, including neuropathy in his feet and he has lost vision in both eyes. He reported hyperglycemia was caused by inaccurate insulin delivery. He is still using the infusion device and reported his blood glucose is "under control now." His target blood glucose is 100-120 mg/dl. The infusion device was requested for evaluation. He reported he will not return the alleged infusion device, and he declined a replacement.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device will not be returned.